Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving morphine (2 mg/ml at 0.1419 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient pump had been alarming every 10 minutes due to a stall that occurred on 22:04. The last refill date was noted to be (B)(6) 2019 and another refill was not yet due. The programming was checked and everything was entered correctly. The pump was not nearing end of service. The caller confirmed that the patient did not have an magnetic resonance imaging (MRI) performed and electromagnetic interference was ruled out. No symptoms were reported. The pump would be kept in minimum rate mode and the patient given oral medication. No further complications have been reported as a result of this event.